Event description:
It was reported that the universal modular electric/battery double trigger handpiece was not working properly. Further clinical f/u revealed that the handpiece was making a humming and buzzing sound. It was noted that the user was aware of the bms reset, which did not resolve the reported issue, as the handpiece would not operate any attachment. There was no harm, injury, delay, extended surgical time, or medical/surgical intervention and the facility had alternate devices available for immediate use.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.